Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter was unknown at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The bulkhead connect was found to be damaged. The connector was replaced and the issue was resolved. The system passed a system checkout and the system was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system wouldn't work with the navigation system. There was no patient present.